Manufacturer narrative:
The product was not returned for investigation; therefore, the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the white tip part of the probe broke off during surgery (knee arthroscopy). It was confirmed that the broken piece was retrieved from the patient. Although there was patient involvement, the procedure was completed successfully.

Manufacturer narrative:
(B)(4). The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: non-conforming component, poor assembly process, misuse. Use error. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the white tip part of the probe broke off during surgery (knee arthroscopy). It was confirmed that the broken piece was retrieved from the patient. Although there was patient involvement, the procedure was completed successfully.